Event description:
Medtronic received a report of axium premature detachment which lead to the coil remaining in the patient. The patient was undergoing surgery for treatment of a saccular, unruptured internal carotid artery (ica) aneurysm with a max diameter of 20 mm and a 7 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was severe. It was reported that during a tae procedure, the physician performed a delivery test of the axium prime fc coil in a water basin outside the body, and the device functioned normally. After the axium coil was introduced into the microcatheter and embolization was initiated, the physician attempted to reposition the coil during aneurysm framing by partially retracting it. During the second attempt to retract the coil, it was noted that the coil did not move together with the pusher wire during withdrawal. The coil subsequently detached unintentionally inside the patient. The physician immediately attempted to retrieve the detached prime fc coil using an sfr4-6-40-10 device. A total of six retrieval attempts were made; however, the coil could not be removed successfully. The procedure was then concluded, and the coil remained in the patient. The patient was conscious after the procedure. The coil was not implanted at the intended location. The coil was placed at the intended target location but was not fully advanced into the aneurysm. There was no surgical or medicinal intervention required. The pushwire was bent/broken. This was not done on purpose. There was no friction or difficulty during retrieval. The physician repositioned the coil two times. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during procedure. A continuous flush was administered during the procedure. The device and any accessories were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event. Ancillary devices include a headway 17 advanced j microcatheter (150cm).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.